Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned rotation bar confirms the device fractured into two pieces. Both pieces were returned for evaluation. The device was manufactured in 2017. This device exhibits signs of significant wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, in a intertan case the anti rotation bar snapped while using the lag screw drill. Delay from (0-30) minutes reported. Backup device available. No injury or impact to patient reported.